Manufacturer narrative:
The service engineer (se) reported that the v60 ventilator failed the electrical safety test. While servicing the device, the se reported that the power cord resistance value was higher than permitted range and needed to be replaced. The issue was confirmed by the se during evaluation. The power cord was replaced by the se to resolve the issue. The se performed function testing and verified that the device was ready for use. Based on the details provided, the device had malfunctioned, and the device failed the electrical safety test. The malfunction was caused by a failure in the power cord. A conclusion/root cause cannot be provided at this time, as the suspected part has not been returned for further analysis. In the event the suspected part is received, the evaluation will be performed, and the investigation will be updated.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the power supply cable resistance value was higher than permitted range and needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).